Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl; cause was unknown. Reportedly, a correction bolus via pump and a correction injection was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, the customer contacted their healthcare provider to obtain alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.